Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pacing impedance measurements, oversensed noise and pacing inhibition. Surgical intervention was performed and the lead was capped/abandoned. A new ra lead was implanted without incident. Besides surgical intervention, there were no additional adverse patient impacts reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.